Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure, with implantation of a 3.5 x 28 mm absorb bioresorbable vascular scaffold (bvs) in the proximal left anterior descending (lad) artery. In (B)(6) 2016, the patient began to experience chest pain and was re-hospitalized. A revascularization procedure was performed at the target lesion, with stent implantation, and the patient condition resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, additional information was received, indicating that on (B)(6) 2016, 80% stenosis was noted within 5 mm of the implanted absorb scaffold. No additional information was provided.